Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that drawer 4 1 had failed. The field service engineer reseated the row board and bus cables, but there were still no lights. The pyxis module controller was replaced, and although the device initially powered up, the lights went back off. Further troubleshooting isolated the issue to drawer 4 1, after which the drawer controller and the pyxis module controller were replaced again. The position sensor was also replaced, and an hta diagnostic was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the 4.1 and 4.2 drawers failed and required maintenance. Troubleshooting was performed, including recovery attempts and a system reboot, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.